Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed on the main station due to position sensor. A field service engineer filed down the lip in front of the drawer sensor mount and move the sensor closer to the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.